Event description:
It was reported PICC nurse had trouble inserting the dilator. When she pulled it out it had folded up on itself. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of complications inserting the introducer was confirmed, but the exact cause could not be determined from the photograph that was provided for investigation. The distal end of the introducer was shown in the photo. The introducer was shown assembled with the distal end of the dilator extending beyond the distal tip of the sheath. The introducer was out of focus, but a bulge was observed around the sheath away from the sheath tip. No other damage was clearly discerned from the photographs. The deformation observed on the sheath material was consistent with the reported event, but the exact cause of the damage could not be determined.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reft3498 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC nurse had trouble inserting the dilator. When she pulled it out it had folded up on itself. No other information was provided.